Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balance middleweight (bmw) universal ii guide wire noted contrast on the polymer and no blood visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The tip was tugged on to confirm that the core and shaping ribbon were intact. There was a bend in the tip, 3 mm proximal to the tipball. There were three kinks, 51.3 cm, 94 cm, and 140 cm distal to the proximal end of the guide wire. These noted bend and kinks in the guide wire appears to be consistent with interaction with the lesion anatomy and/or other device and/or during manipulation during procedural attempts to remove the guide wire from the guide wire introducer as no damage was reported during inspection prior to use. The guide wire introducer needle used in the procedure was not returned. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, and/or condition of wire coating. Coagulation of blood or contrast in the guide wire introducer or on the wire can be a factor in reducing clearance. In this case, analysis could not confirm the reported difficulty as the guide wire was advanced through a new guide wire introducer and removed with no resistance noted. The tipball and solder joints were measured with a hole gauge and met manufacturing criteria. The outer diameter of the core proximal of the hypotube was measured with a laser micrometer and met manufacturing criteria. A review of the lot history record was performed and there are no non-conforming material records associated with this lot. Overall, a conclusive cause for the reported difficulty could not be determined and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the floppy part of the balance middleweight (bmw) universal ii guide wire got stuck in the guide wire introducer needle when pulling the guide wire back at the end of the procedure. The guide wire was able to be removed by pulling harder. Once outside the patient, there was no visible damage noted to the guide wire. There was no reported resistance experienced with the guide wire during the procedure. There was no adverse patient effect. No additional information was provided.